Manufacturer narrative:
The device entered backup vvi due to a power on reset. The device was unable to resume product code operation due to a damaged component on the hydrid which was caused by external defibrillation in the field.

Event description:
It was reported that during implant, the device went into backup vvi mode after external defibrillation was applied when the device failed to convert the patients rhythm during dft testing. The device stopped responding to telelmetry. The device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.